Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/15/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01204.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is it possible to verify if this was a human error or that it was a mix product issue? Could you please confirm? Events reported via: 2210968-2023-01204.

Event description:
Before use on the patient, it was reported by the sales rep that 'within their suture box of p.c. Y497 was one suture p.c. Y426. After talking with the circulating nurse who discovered the suture in the incorrect box, she admitted it could have been human error on their part of putting suture y426 in the wrong box after a previous case where suture y426 was pulled but not used and simply put in the wrong box. I did discover that they stock both sutures so it is likely the way the y426 end up in a box labeled for y497 by mistake when put back suture not used. Since this was texted to me and since I guess it could be possible ethicon packaged this box incorrectly, I felt it was my duty to submit this possible product complaint. The box of suture labeled for y497 still contained 2 sutures labeled as y497. The lot number for y497 is smmqzu the single suture that was found in box labeled y497 was p.c. Y426. The lot number for y426 is semjde. When the wrong suture was opened and handed to the surgeon he recognized it was the wrong suture immediately and they replaced it with the correct suture with no patient consequences.